Event description:
Additional information received from the manufacturer representative reported that the doctors were discussing if they wanted to retrial the patient or go directly to a paddle lead replacement. The out of range impedances had not been resolved at this time.

Manufacturer narrative:
Continuation of d11: product ID 3776-60 serial# (B)(6) implanted: (B)(6) 2012 product type lead product ID 3776-60 serial# (B)(6) implanted: (B)(6) 2012 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep ran an impedance check and only 4 electrodes were working. Electrodes 0, 3, 5, and 6 are useable. All of the other electrodes were out of range. The only factor that was reported was the age of the lead. The rep tried reprogramming and when it wasn't working an impedance check was ran. The rep created new programs on the remaining electrodes, but unfortunately they are not the correct electrodes for the patient's pain area. The doctors are going to consult with neurosurgery to determine if a second trial is necessary before implanting a paddle. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3776-60, serial/lot #: (B)(4), UDI#: (B)(4) ; product ID: 3776-60, serial/lot #: (B)(4), ubd: 19-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the ins was replaced and during surgery it was discovered that the leads had electrodes with high impedance or a full fracture. The rep reported that upon plugging the old leads into the new ins and doing a connection test, several electrodes on the 0-7 lead were showing disconnected and the 8-15 lead was showing no connections. The rep reported that they ran an impedance check and the same electrodes showing disconnection also showed high impedance. The rep noted that the leads were reversed in the ins and did the measurements again and got the same result. The rep reported that they programmed around the non-functioning electrodes. No further complications were reported.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that no x-ray was taken, so they had no evidence of a fracture specifically; only the impedance checks. The rep reported that the cause was no determined, it was just assumed it was an old lead. No further complications were reported.